Manufacturer narrative:
A visual examination of the returned device found the distal end of the heat shrink to have been separated by the customer and the handle cannula cut near the interface with the pull wire. An examination of the coil assembly revealed that it has been removed and was not returned for evaluation. Additionally, the clear inner sheath was torn and pulled away from the pull wire and the thumb ring was cracked. Further evaluation revealed that the wire basket assembly had been separated, however, the basket tip was intact and the basket wires bent. The device was disassembled by cutting the heat shrink at the distal end of the t-fitting exposing the wire and the handle cannula. The handle cannula presented set screw score marks to be properly centered in the dimples indicating the cannula had been properly assembled in the handle. Deep drag marks were found from the dimples to the proximal end of the handle cannula indicating the cannula had been forcibly pulled out of the handle assembly. The evaluation concluded that the condition of the returned device was not consistent with the complaint incident that the handle cannula broke; however, the handle cannula was not secured under the set screws in the handle assembly and was found to be detached/separated from the handle. Although the device is not intended for use in the pancreas, apparently, the device was used inside the patient¿s pancreatic duct in an attempt to crush a pancreatic stone. Therefore, the root cause is 'user/use error' the device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the lithotripter basket was inserted into the pancreatic duct to crush a pancreatic stone that was 6mm in size. Attempts to crush the stone using the basket failed. An alliance handle in conjunction with the trapezoid basket was then used in an attempt to crush the stone. Subsequently, the basket failed to crush the stone and the tip failed to detach. The basket was removed from the patient by dilating the bile duct to 8mm. The entrapped stone fell out of the basket upon removal of the device. The procedure was not completed due to this event. A stent was placed and the patient was scheduled for another endoscopic retrograde cholangiopancreatography (ercp) procedure on a later date. There were no other visible damages noted on the lithotripter device and no issue noted with the alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Additionally, this device is not indicated for use within the pancreatic duct.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the lithotripter basket was inserted into the pancreatic duct to crush a pancreatic stone that was 6mm in size. Attempts to crush the stone using the basket failed. An alliance handle in conjunction with the trapezoid basket was then used in an attempt to crush the stone. Subsequently, the basket failed to crush the stone and the tip failed to detach. The basket was removed from the patient by dilating the bile duct to 8mm. The entrapped stone fell out of the basket upon removal of the device. The procedure was not completed due to this event. A stent was placed and the patient was scheduled for another endoscopic retrograde cholangiopancreatography (ercp) procedure on a later date. There were no other visible damages noted on the lithotripter device and no issue noted with the alliance handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Additionally, this device is not indicated for use within the pancreatic duct.

Manufacturer narrative:
Reported event of wire break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.